Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5231318. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after using a 25 g x 1 in. Bd eclipse(tm) needle, a clinician went to activate the device's safety mechanism and it snapped off. This resulted in the clinician poking herself in her arm with the used device. The clinician received post exposure prophylaxis.